Manufacturer narrative:
This event occurred in (B)(6). (B)(4).

Event description:
The customer stated that they received an erroneous result for one patient sample tested for tina-quant hemoglobin a1c gen. 3 (hba1c) on a c501 analyzer. The sample resulted as 6.6 % when tested on the c501 analyzer. The sample was repeated on an biorad hplc hba1c system, resulting as 8.0 %. It was asked, but it is not known if an erroneous result was reported outside of the laboratory. The patient was not adversely affected. The c501 analyzer serial number was asked for, but not provided.

Manufacturer narrative:
A specific root cause could not be determined based on the provided information. Additional information required for the investigation was requested, but not provided. Controls and calibration were fine. Possible causes of the event include shortened erythrocyte life and recent blood transfusion. It was also stated that the hplc method has an issue with detection of several hemoglobin variants and this also may have caused the event.